Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output on (B)(6) 2015. Patient's mother tested the alert functionality and the reported tone alerts were functional. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and passed external visual inspection. A review of the receiver data log and global receiver functional testing resulted in no errors related to the event. The device passed manual sound drop testing. The reported fault could not be reproduced. The customer complaint could not be confirmed.